Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k172199, UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: back pain procedure performed: transforaminal lumbar interbody fusion (tlif) levels implanted: l4/5 and l5/s1 intra op,tip of the device broke off. Surgeon chose to leave the remaining implant in patient. Surgeon was using the ball tip tamp and felt mallet too hard on implant causing the tip to break off. There were no complications to the patient as a result of this event.